Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the popliteal artery. A 200cm, 8cm poly tip v-18¿ control wire¿ was advanced to the target lesion. The physician felt resistance while advancing a non-bsc balloon catheter over the distal portion of the v-18¿ control wire¿. The physician then noted that the distal part of the guide wire had frayed and fragmented, losing some of the coating inside the patient's body. The device was then removed with high force. The procedure was completed with no further patient complications reported and the patient's status was stable.